Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/23/2019. The fse (field service engineer) evaluated the ventilator and reported that the ventilator switches to direct current power but does not switch back to alternate current power when alternate current is connected. The fse replaced the power supply and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported an internal battery alarm. There was no patient involvement.